Event description:
Dr reported that a temporary gingival cuff broke during removal. Pt is same pt as prior MDR report m757459.

Manufacturer narrative:
Co found that the product was actually a catalog #1500 healing screw instead of the temporary gingival cuff orifinally reported. The healing screw was part of a implant assembly #953384. A review of the product's lot history was completed and found to be acceptable per release criteria.